Manufacturer narrative:
Device received with broken battery cap coin slot noted. The test reservoir p-cap was able to lock in place. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification. No charge/battery anomaly were noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or e70 alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had e code, motor error. The customer's blood glucose value was unknown. The customer stated that the insulin pump had battery life diminished, hairline cracks on battery cap. The insulin pump will not be returned for analysis.